Event description:
It was reported that prior to insertion, they tested the balloon and it would not inflate. As a result, another kit was opened and used successfully for the pt. There was a few minutes delay in treatment to obtain another kit. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.